Event description:
Event description cpi received information that this bipolar lead was 'nicked during the initial implant'. The physician elected to perform an invasive procedure to explant the lead and implant a new bipolar lead.